Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿before using the equipment, always check that there is no irregularity regarding the following points on the connecting tubes and leak test air tube. There should be no bends or breaks in the pin of connecting tube connector.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include repeated stress from long time use of the connecting tube, deterioration from chemical, impact by a hard object.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to verify and replace the broken gray connector tube. No other issues were reported. If additional information is obtained, a supplemental report will be filed.

Event description:
A user facility reported a broken gray connector on an endoscope reprocessor. No patient involvement, or injuries were reported. No additional information has been obtained.